Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-33, lot# v837590v01, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. The patient felt a sharp pain in their hip near the implantable neurostimulator (ins) site. It was described as an 'electric shock.' The patient felt dizzy and 'next thing they knew, they were trying to get up off the floor.' It was noted the patient's hip 'would not work' for about 10 minutes. It was unclear if the patient actually passed out. The patient was at home and was not doing anything 'unusual' or around any equipment. There were no known accidents or incidents related to the complaint. Additional information has been requested, a follow up report will be sent if additional information is received.